Manufacturer narrative:
(B)(4). The homechoice was received and analyzed. An event history log review was unable to be performed as the logs were unavailable. During electrical and functional testing the homechoice was found to have a blown power supply. A device history record review was performed and determined that the device was no longer in its original manufactured condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a spark and would not power on. The issue was noticed during use, but the home patient (hp) was not connected at the time of the spark. A technical service representative (tsr) initiated a swap of the device. The hp¿s nurse had an extra hc which will be used to complete therapy until a new machine arrives. There was no patient injury or medical intervention indicated at the time of the report.

Manufacturer narrative:
(B)(4). The cause of the reported issue was determined to be a blown power supply. The power supply was replaced and the device was sent for servicing. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) has been reported to be available for evaluation but has not yet been received. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.